Event description:
It was reported that error code 42221 was displayed on the pump. Patient involvement is unknown.

Manufacturer narrative:
B3: day of event is unknown. Device evaluation: one device was received. A visual inspection found no evidence of physical damage. System fault 42,221 was found during a review of the event history log. During the functional testing, the customer reported issue was able to be confirmed. The cause of the issue was found to be the pwa board. The pwa board was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.